Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable clamp tubing" alarm. User's clinic advised him to power down the pump, and they bolus the remaining amount in at his appointment a couple of hours later. The reservoir volume was 7.1ml there was no patient, or clinician injury associated with these occurrences. No further details provided at this time.